Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, crosstalk oversensing on the right ventricular (rv) lead was observed. Ts noted a slight drop in impedances measurements, that still remained within normal limits. Ts provided the hcp with device programming considerations and recommended for xray imaging to be done. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.